Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 823 mg/dl. The customer was having issues with the infusion set and was running out of supplies. The set had come off and she was not able to put it back on. The cannula was also kinked. The customer only had one more infusion set left so she began using needles and was not able to control her blood glucose. The customer was given intravenous fluids and an insulin drip. The customer had not been wearing the insulin pump for more than 48 hours prior the hospitalization. The customer's current blood glucose level was 128 mg/dl. The device will not return for analysis.